Event description:
It was reported that the chain of the frontal gantry did not hold the gantry causing un-expected rotational movement during a patient scan. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
System shipped in june 1998.